Event description:
It was reported that the patient went through a surgical procedure in order to explant the cardiac resynchronization therapy defibrillator (crt-d) due to product performance issues. Also, the lead was surgically abandoned. No additional adverse patient effects were reported.